Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, an operating room (or) staff called to report the system repeatedly faulting. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and identified video slice (vsl) 1 faults (error 3107 and error 307). Prior to calling, the customer power-cycled the system twice; however, the fault recurred each time. The tse then instructed the customer to perform a hard power cycle of the vision side cart (vsc), but the fault recurred again upon power-up. The tse instructed the customer to check surgeon side console (ssc) and the touchscreen; both displayed a circling/loading symbol with no color bars. The procedure was aborted, and no patient involvement was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video slice (vsl). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.